Event description:
It was reported that a patient underwent a posterior lumbar procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the problem of pulling off suture needle had happened during sewing deep fascia on the fifth stitch. Another like device was used to complete the procedure.there were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Photo analysis: a picture was received for visual inspection. Upon visual inspection of the picture , it was observed an opened foil package and a winding former with a re-parked needle upside down from the original position and a used suture piece of product code sxpp1a406. Body fluids and some barbs with damaged could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - stratafix¿ active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 ug /m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/17/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: one empty opened foil packet, a labeled winding former with a needle and a suture piece of product code sxpp1a406 were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were noted with marks that appears to be by surgical instrument and the hole was observed with a suture piece still attached. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. During the visual inspection of the suture, body fluids and marks on the surface due to use were found, the end was cut by sharp edge. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was not performed, due to needle was received detached from suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - stratafix¿; active ingredient(s)- triclosan; dosage form - suture/solid/parenteral; strength - = 2360 g /m.